Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level at the time of the event. The customer chose not to disclose the type of backup therapy they would use to ensure continued insulin delivery.